Event description:
Customer believes that there were no alarms during the time when a patient coded. Patient was deceased when discovered by the nurse.

Event description:
Customer believes that there were no alarms during the time when a patient coded. Patient was deceased when discovered by the nurse.

Manufacturer narrative:
During the initial evaluation we learned that the attending nurse found the alarms turned off at the time the coded patient was discovered.the evaluation for this event is ongoing.spacelabs has requested that the device in question be returned to the factory for evaluation.spacelabs will file a follow up report when further information is available.it is spacelabs policy to submit a medical device report whenever we become aware of the death of any patient connected to our devices.

Manufacturer narrative:
Spacelabs field service engineer went onsite and confirmed all of the customer's equipment was functioning to specifications. The fse was told that the attending nurse had found the alarms turned off when the patient was discovered in a coded condition. The 91387 bedside monitor was returned to spacelabs for further testing and was determined to be functioning to specifications. Spacelabs global technical support received a copy of the customers database showing the patient data for this event. Our evaluation of the patients database record shows that the ECG alarms were turned off between (B)(6) at 11:31 am and (B)(6) at 6:44 pm. The nurse discovered the patient in coded condition between 6:40 and 6:45 pm. The absence of spo2 alarms in the patient's database record also suggests that spo2 alarms were turned off. Spacelabs evaluation confirms the initial report that the alarms had been turned off prior to the event, and that there was no product malfunction. Spacelabs considers this issue closed.